Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Customer continued to use the existing cartridge. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. There was no adverse impact to customer¿s blood glucose level.